Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Left total knee replacement. Patient still not able to walk without assistance of walker and suffers severe and sharp pain in knee and knee structure has collapsed about 8 times since installation.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: series 7000 standard tibia; cat# 7115-0011; lot# mmrrwh, scorpio m-dome patella; cat# 73-0710; lot# 22mp, scorpio nrg ps femoral #9 left; cat# 81-4409l; lot# mmptk4, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mju092. An event regarding pain involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: patient was seen on (B)(6) 2016 at which time he ¿complains of left knee pain ¿ persistent pain and swelling ¿ 0° to 95° ¿ knee good and stable ¿ quad strength atrocious¿ x-ray ¿well-aligned ¿ well-fixed. On (B)(6) 2016 a lumbar fusion was performed during which no complaints referable to the left knee were documented. On (B)(6) 2016 low back pain and urinary problems were noted with no complaints referable to the left knee documented. On (B)(6) 2016 a revision of the lumbar fusion surgery was performed and, again, no complaints referable to the left knee were documented. In this large, male patient with multiple surgeries to his back, neck and persistent post total knee arthroplasty symptoms, there is no evidence, x-rays or physical examination of any symptoms relating to factors of faulty total knee component design, manufacturing or materials." -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: not performed as no device specific failure modes were identified. Conclusions: the event was not confirmed nor the root cause determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left total knee replacement. Patient still not able to walk without assistance of walker and suffers severe and sharp pain in knee and knee structure has collapsed about 8 times since installation.